Event description:
It was reported that a patient presented with episodes of non-sustained ventricular tachycardia (nsvt). It was suspected that the episodes were to be due to emi. The physician suspected lead noise and has scheduled a lead revision. Upon review of session records, it was noted that the noise has been occurring since 2014. No intervention has been done as the lead remains implanted and will be monitored. The patient is in stable condition.